Event description:
The customer explained to our distributor in (B)(4) that the injection was started without pushing the start button. Their words are, " the injector was launched during the approach of the injector to the patient, but the injector was not connected to the patient." No additional details are known. No reported injury.

Manufacturer narrative:
Regional service investigated report that the unit would start injection without pushing the start button, cleaned off dried contrast from the powerhead and the issue was resolved.